Manufacturer narrative:
Zimvie complaint (B)(4).. Patient weight is not provided / unknown. Date of event is not provided / unknown. Unknown dental abutment, lot number unknown. Therapy date unknown / not provided. Initial reporter¿s title is not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri-implantitis. Swelling, pain and inflammation is reported as symptoms. Tooth site #9 (universal).

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report both additional and corrected information. The correction is that further review of the event has confirmed that it was previously incorrectly reported with a summary investigation reflecting a bone loss event. The event is in fact a peri implantitis event. The summary investigation is now reported correctly, reflecting a peri implantitis event. Also the customer has confirmed the catalogue number and lot number of the concomitant medical product. The following sections are being reported: d10: ieha444, certain bellatek encode healing abutment 4.1mm(d) x 4.1mm(p) x 4mm(h), lot number 1245342. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: health effect - clinical code. H6: type of investigation. H10: additional narratives/data is corrected. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot number was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. The reported event (peri-implantitis) could not be verified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.